Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the display device that occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test failed. Additionally, review of the share data logs confirmed loss of connection. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.